Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on levels t8 and t9. A cement extravasation anterior to level t8 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not retuned, follow up with representative.